Event description:
It was reported that during the surgical procedure, a portion of the tip of the pk dissecting forceps instrument broke and fell into the patient's peritoneum. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was dislodged from the main tube interface and missing pieces. Engineering determined that the failure mode experienced by the customer was a result of damage to the proximal clevis at the main tube interface. As indicated in the complaints notes, the broken piece was successfully retrieved from the patient.